Event description:
Additional information was received 19jan2024. The wire was not altered from its original state and it was not manipulated or removed through a needle or other metal instrument.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown vascular procedure, a bentson straight fixed core wire guide stretched and elongated in a patient. There has been no report of patient harm. Additional information has been requested.

Manufacturer narrative:
B3: date of event was the week of 10dec2023 to 17dec2023. E1: postal: (B)(6). G4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown vascular procedure, a bentson straight fixed core wire guide stretched and elongated in a patient. There has been no report of patient harm. Additional information was received (B)(6) 2024. The wire was not altered from its original state, and it was not manipulated or removed through a needle or other metal instrument. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A database search for complaints on the reported lot found two additional complaints from the field for the same failure mode as the complaint device. The device history record for the complaint lot recorded no relevant non-conformances. The wire guide subassembly lots associated with the complaint lot record one relevant non-conformance on one device; however, the non-conforming product was scrapped, and the lot is inspected 100%. These component lots were used in eight other final lots. A database search for complaints on these lots found no additional complaints reported. The product IFU states ¿this product is a delicate instrument. Avoid forceful angulation.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, the non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.